Event description:
It was reported that the surgeon performed an intracapsular amydallectomy with a coblation halo wand without encountering any problems during the procedure. The parameters of the werewolf system were checked by the sales representative. When the child woke up after the surgery, he had a large edema on the uvula. The surgeon kept the child overnight just to make sure of his health status and the following day all was clear. Everything was back to normal, the kid is great and all ends well. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the surgeon performed an intracapsular amydallectomy with a coblation halo wand without encountering any problems during the procedure. The parameters of the werewolf system were checked by the sales representative. When the child woke up after the surgery, he had a large edema on the uvula. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Clinical investigation concluded that since no further harm is anticipated, no further medical assessment is warranted. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have had been inadvertent contact of the activated device tip with non-targeted tissue. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.